Manufacturer narrative:
(B)(4). The lot was manufactured from october 24, 2014 - october 25, 2014. The device was received for evaluation. Visual inspection revealed damage to the filter of the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection was unable to identify clear evidence of a defect with the device. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a damaged filter. This was found before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.